Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was in backup mode. The pacemaker was successfully restored. The patient was in stable condition.